Event description:
Our rep is reporting to us that during a difficult arthroscopic meniscal repair procedure with the use of 4 omnispan fastener devices ultimately resulted in the surgeon performing a partial menisectomy for remedy. It appears that the pt's knee joint space was extremely tight and was preventing easy or normal tool access; surgeon could not fit a probe under the condyle to access the meniscal area, even when the knee was in a neutral position. In the attempt to repair the pt's meniscal tear with omnispan meniscal fasteners, 4 devices were not able to be deployed to accommodate the repair. At this point the surgeon resorted to the partial menisectomy for repair. Some of the device's backstop portions were left in the joint space; balance of devices discarded. Also see associated mdrs 1221934-2010-00356, 1221934-2010-00357 and 1221934-2010-00358.

Manufacturer narrative:
Mitek is at this point in time in the info gathering mode. When all that can be had, is had and thoroughly investigated and evaluated, those results will be the subject matter in a follow-up report.